Event description:
During a follow-up in clinic, the device was interrogated and it was noted that the device had reached elective replacement indicator (eri), and end of service (eos) the following day. Premature battery depletion was suspected. The device was explanted and replaced and the patient was stable following the procedure.

Manufacturer narrative:
Additional information: interrogation of the returned device revealed the device was below the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Device pacing, sensing, impedance, hv output, and the patient notifier were tested, and no anomalies was detected. The reported event of premature battery depletion was confirmed in the lab, but the cause of the field event remains undetermined.